Event description:
On (B)(6) 2012, the patient/lay user's mother contacted lifescan (lfs) alleging the patient was unable to check his blood glucose with his onetouch ultralink meter due to it not powering on. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the reporter to obtain and verify information. The reporter claimed the alleged issue began on (B)(6) 2012 at approximately 6am. The patient manages his diabetes with novolog insulin through pump therapy and continued with his usual diabetes management routine in response to the alleged issue. The reporter claimed that at 12:30pm of that same day, the patient developed symptoms of "nausea, vomiting and body aches." She stated the patient was at school, therefore, she didn't know how much insulin the patient administered in response to not being able to get a reading. When the patient arrived home at approximately 3:30pm, she tested him for ketones and reported that he had a large amount present. She tested his blood glucose using his back up meter (onetouch ultramini) and observed a value of "hi" (>600mg/dl) at 3:30pm and increased his insulin (unknown amount). She reported that the patient's symptoms abated 2 days later, but his blood glucose remained very high over the next four days. Prior to the alleged issue occurring, she reported, the last time the patient successfully tested with the subject device was either the night before or during the early morning of (B)(6). No other medical intervention was sought. At the time of troubleshooting, the reporter informed the cca that she had replaced the battery after the meter did not power on, but the issue was not resolved. The correct test strips were being used but the meter did not power on with either inserting a strip or pressing the power button. The issue remained unresolved after troubleshooting and replacement products were sent to the patient. This complaint is being reported because, the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (06/14/2012)-device evaluation: the test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the test strips involved with this compliant were tested and the primary complaint was not confirmed; however, a secondary issue was noted, where the inside of the test strip vial was found to be contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.